Event description:
The pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: during evaluation the force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation the force sensor was found to be out of calibration and contamination was found within the force sensor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). Recall # 2531779-03/24/2010-003-r.